Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change. During the procedure, when the new device was hooked up, far field r-wave over-sensing was noted on the atrial channel, which inhibited the ventricular intrinsic preference algorithm from working. Programming changes were made. The patient was in stable condition.